Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Bso- "blade lever seemed to lock out, mechanism detached. Handle closure mechanism seemed okay, just blade lever issue. Surgeon: mr (B)(6). Opened new handpiece which worked fine." Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection it was noted that a component was disengaged from the blade lever, which caused the blade to stick in the closed jaws of the device. Once engineering reattached the component to the blade lever, the blade retracted and the jaws were able to be opened. It was also noted that eschar and blood were present on the jaws and in the blade channel of the device. After removing the eschar and blood from the blade channel, engineering confirmed that the blade was able to retract smoothly along the full length of the jaws. During functional testing, engineering confirmed that the blade and blade lever both functioned as intended when tested on porcine tissue. Additionally, engineering was able to replicate the component disengaging from the blade lever by applying a lot of force to the blade lever when the blade was stuck. The root cause of the difficulty to retract the blade is due to blood and eschar buildup. The instructions for use (IFU) states that "build-up of eschar can negatively affect the sealing and cutting performance... Use a gauze pad soaked with sterile water or saline to remove eschar." The likely root cause for component separation is excessive force. It is noted in the IFU "if the blade does not return to the starting position automatically, manually push the blade lever forward to retract the blade." Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary.